Event description:
It was reported via repair work order that the jacks were bent which would result in a tilted litter. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the jacks were bent which would result in a tilted litter. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was determined that the litter was leaning due to the head end and foot end jacks being slightly bent. However, there was no reported functional impact from the jacks being bent, and it was reported that the jacks could still be raised and lowered if needed.